Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate, and reassembled the iabp unit with new, as well as original parts provided by the customer. Parts used included display, lcd panel, cable, video receiver to lcd, mounting plate, nec display, and instructions, display replacement. New information received did not change the results of the investigation previously reported in medwatch report # 2249723-2021-01392.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) had a screen malfunction as a result of the display being hit which prevented correct reading of the values. The customer's service department attempted to repair, but was unable to reassemble the iabp unit. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse reassembled the iabp unit with new, as well as original parts provided by the customer. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if additional information is provided. (B)(6).

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) had a screen malfunction, in which the customer's service department repaired, but was unable to reassemble the iabp unit. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jul-2019 through jun-2021 was reviewed. There were no triggers identified for the review period.